Event description:
It was reported that the physician's handheld would not progress past the screen alignment despite multiple hard resets and careful use of the stylus when the cross-hairs were selected. It was reported that the cross-hairs would not progress after touched with the stylus. The physician was provided a new programming computer. The handheld is expected to be returned for analysis, but has not been received to date.